Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal of one (1) periarticular proximal humerus plate, three (3) unknown cortex screws and eight (8) unknown locking screws due to pain. The hardware was originally implanted on (B)(6) 2017. All hardware was successfully removed with no issues. There was no patient consequence. This report is for a 3.5mm locking compression plate (lcp). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 02.123.022, lot: 7953204. Manufacturing location: elmira, manufacturing date: mar 19, 2015. No non conformance reports were generated during production. A review of the device history record (DHR) revealed no nonconformances. The DHR shows lot was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.